Manufacturer narrative:
The device was not returned to olympus and an evaluation was not performed. The reported problem was resolved through troubleshooting assistance via the phone provided by olympus technical support. To resolve the problem, the customer vacuumed the camera head connector after observing dust inside the connector socket.

Event description:
Olympus was informed of a problem with the cv-170, video system center, where the image produced was a color bar. There was no patient injury or harm associated with the problem reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. The DHR was reviewed for the product involved. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer determined the likely cause of the reported problem was a build up of dust inside the output socket, resulting in a conduction failure. The legal manufacturer attributes the root cause to user handling. The instructions for use contains the following statement: precaution: - "avoid using the video system center in a dusty environment. This may damage the video system center." - "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction."